Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that one of the springs on the latch of the affected cubie location in the row board was misaligned, causing the muscle wire to prevent the latch from operating properly. The fse realigned the spring arm without causing damage to the surrounding hardware. A fse inspecting the back of the station, the fse also found that the latch for drawer 6 was missing one of the two nuts and screws securing the latch to its mounting bracket, and the remaining fastener was barely attached. The fse located the missing nut and screw, reinstalled them, and secured the latch by tightening both fasteners. The fse then verified proper operation and tested functionality using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed that the cubie at position 06-01 unexpectedly released and would not stay latched during medication issuance. Additionally, the drawer for section 06 could not be closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.